Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 550:320:654:0000; this condition had the potential to interrupt delivery. This condition was found in the sterilization department upon power up. There was no reported patient injury, medical intervention, or adverse event in association with this event. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made, but the device has not yet been received by baxter. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a colleague infusion pump with failure code 550:320:654:0000 was confirmed and reproduced during evaluation. The cause of the reported condition was determined to be a pinched speaker harness. The speaker harness was replaced to fix the reported condition. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.